Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came loose from the hand piece¿ cracked, loose in mouth ¿ oral-b refills [device breakage]. Case narrative: consumer called and stated that the brush head came loose mid brushing, it only stayed on the hand piece for a few minutes and came loose right away when they used it right after the purchase. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came loose from the hand piece¿ cracked, loose in mouth ¿ oral-b refills [device breakage]. Case narrative: consumer called and stated that the brush head came loose mid brushing, it only stayed on the hand piece for a few minutes and came loose right away when they used it right after the purchase. No injury was reported. Follow-up (23-10-2025): concomitant product added. No injury was reported.